Event description:
The customer reported that higher than expected ov monitor results were generated on a unicel dxi800 access immunoassay system for three patient samples on two days. This report is two of two and represents the higher than expected ov monitor initial results, above the normal reference range, generated on a unicel dxi800 access immunoassay system for two patients on (B)(6) 2011, which did not match the patients' clinical presentation. The suspect initial ov monitor results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. One of the patients has their treatment plan changed based upon the initial elevated ov monitor result, however the new medication was never administered. Subsequent testing on the same instrument produced lower ov monitor repeat results, within the normal reference range, that better matched the patients' clinical history. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that quality control (qc) results were within the customer's established ranges during the timeframe of the event. A routine system check performed prior to the event met instrument specifications. The samples were collected in lithium heparin plasma tubes and centrifuged prior to testing. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed alignments for the sample pipettor and all four of the reagent pipettors. The fse removed and cleaned the reagent pipettor storage covers. The fse replaced the duck bill valve to ensure proper aspirate probe cleaning. The fse also inspected all of the alignments for the aspirate probes and pick and places with no issues noted. The fse performed a carryover test and quality control assessment which passed within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The fse returned on 12/02/2011 and 12/05/2011 to reassess instrument performance. No issues were identified via performance data or patient results. A definitive root cause has not been determined to date. Associated mdrs: 2122870-2011-06488, 2122870-2011-06489.